Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that emergency medical services were called when customer was too weak to get out of bed. Customer was hospitalized with high blood glucose at 700 mg/dl. Customer's insulin pump was taken off upon arrival to the hospital. Customer's doctor advised the patient to get back on insulin pump therapy. Customer changed infusion set successfully and was assisted with the priming process. No further assistance was required.